Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
No medwatch form was received. (B)(6).